Manufacturer narrative:
Patient dob & weight not provided for reporting. 510k: this report is for an unknown plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Device not explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Patient code (B)(4) used for: the plate broke postoperatively requiring revision surgery. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with an unknown synthes plate and an unknown quantity of unknown screws on (B)(6) 2017. Postoperatively, on (B)(6) 2018, it was identified that the plate had broken. At this time it is unknown if a revision procedure has been schedule. This complaint involves one (1) device concomitant devices reported: unknown screws (part #: unknown, lot #: unknown, qty. 1) this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.